Event description:
It was reported that balloon rupture occurred. The target lesion was located in the thoracic aorta. An 8.0 x40, 135cm charger balloon catheter was advanced for dilation. During the procedure, the balloon ruptured. The procedure was completed with a new balloon. No complications were reported, and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: a visual examination identified that the balloon was not tightly folded and had been subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 5mm distal of the distal markerband. No other issues were noted with the balloon material. The rated burst pressure for this device is 18 atmospheres. A visual and tactile examination identified no issues with the shaft, markerbands or the tip of the device.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the thoracic aorta. An 8.0 x40, 135cm charger balloon catheter was advanced for dilation. During the procedure, the balloon ruptured. The procedure was completed with a new balloon. No complications were reported, and the patient's status was stable.